Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on of the initial medwatch report was blank. Section d10 returned to manufacturer on of the initial medwatch report should indicate: (B)(6)2019.

Manufacturer narrative:
(B)(4). A third party service provider evaluated the customers device and verified the reported issue. They determined the charge-pak was the cause of the reported issue. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the device's internal battery was depleted due to the customer installing a charge-pak that had a shorting plug installed that drained the charge-pak to 0 volts, which caused the reported issue. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.